Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The device tested normally at the time of evaluation. A probable cause was not able to be determined as no fault was found with the pump. The device was returned to the customer with no repair provided.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed a flow rate error while in patient use at the facility. No symptoms were reported.